Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no patient information at the time of this report. Return product is not available. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The site lab manager discussed results with their pathologist and concluded from their own investigation that the erroneous results were due to use of poor samples. The patient sample was stated to be grossly hemolyzed. Samples tested were drawn and used 12 hours later. A heterophilic antibody interference is suspected as the potential cause for the negative result but not confirmed at this time. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/01/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l18093.